Event description:
It was reported that during a low anterior resection procedure, the device was fired and they did not hear the crunch. When the device was opened, the device cut, but the staples were not formed. Another device was pulled and the anastomosis was redone. The case was completed with no patient consequence. The device was discarded. No further information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.